Event description:
It was reported that one of the patient's leads "was not working right. The doctor then turned up the volume on the lead." The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 407652, implantable pacing lead, (B)(6) 2010; 694765, implantable tachy lead, (B)(6) 2010. (B)(4).